Event description:
Reporter stated that customer received the following results on the aviva nano system within 5 minutes: 8.9 mmol/l and 3.9 mmol/l. Customer was given 3 units of humulin n by mother after receiving the 8.9 mmol/l result and he sat down to eat dinner. Approximately 5 minutes later, customer began to shake. The 2nd test of 3.9 mmol/l was taken at this time. Customer self-treated with a juice box and was fine afterwards. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).